Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user alleges the wheels are rubbing against the arm rest, the seat has stretched (sitting on metal frame), rivets popped out on the side, tires are bald (where treaded), getting sores on sides of legs where hitting the metal (sore on legs and on bottom), arm rests cushion broke off. MDR filed.